Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The remote support engineer (fse) did performance test using the cable and sensor cable where the issue is believed to have occurred but the symptoms could not be reproduced. The rse advised the customer to check the inop log on the central monitor and found a log entry for (B)(6) 2026 7:00-8:00 indicating no spo2 sensor and spo2 interference. The results of the analysis were that the investigation revealed no abnormalities in the mx40 but a potential issue with a poor connection in the connecting cable. The customer will monitor the situation and carefully connect the cable. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures the customer was advised to carefully connect the spo2 connection cable. A review of the service history for this device shows the problem has not been reported again. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that the spo2 waveform and values are not displayed. The device was in clinical use. There was no report of patient or user harm.